Manufacturer narrative:
H3. Analysis of the handset found the device won't do telemetry. Confirmed, when connecting to pump, pauses at 90%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing unknown drug for intractable spasticity. It was reported that the patient's handset lagged at 90% when attempting to connect to the myptm (personal therapy manager) application. The patient rep stated that the patient had a doctor appointment yesterday and the data was cleared from the handset but it didn't resolve the issue. The patient rep was adamant about receiving a replacement handset. An agent instructed them to attempt to connect to the pump with the myptm app. The patient confirmed that the connection froze at 90% and commented that it took 425 seconds to connect. The patient rep mentioned that the patient had a hard time standing for a long period of time to connect to the pump and that the pump was implanted in their back and not their stomach. The patient confirmed that they bolus 8 times daily. The agent provided steps over the phone on how to clear data for future reference, and sent a request to repair to replace the handset. The patient rep later called back asking for assistance connecting their new handset. An agent walked them through accessing myptm, and they were able to deliver a bolus.